Event description:
It was reported that during a percutaneous transluminal coronary angioplasty procedure, a perforation occurred. The fibrotic lesion was located in the very calcified left anterior descending (lad). The vessel diameter was 2.5mm, however, the lesion tapered from 2.5mm to 2.3 mm. First, a 2.25 x 6mm cutting balloon was advanced, however, it could not be advanced past the proximal part of the lesion. Then, a 2.25 x 15mm maverick2 balloon was inflated, however, it could not "crack" the lesion. Then, a 2.5 x 15mm quantum maverick balloon was inflated to 22 atms which opened the lesion slightly, however, a 30% waist remained. Then, the 2.5 x 6mm flextome monorail cutting balloon was inflated to 6 atms, and the lesion "did not crack". The balloon was then inflated to 10 atms, and the lesion "cracked" and looked good. Upon removal of the balloon, a large perforation was noted leaking into the pericardial sac. A maverick2 2.5 x 15mm balloon was immediately advanced, inflated to 7 atms and held for 10 minutes. Angiomax was discontinued. There were no st elevation and no chest pain, and the patient's blood pressure remained stable with the patient experiencing no symptoms. The balloon was deflated, and angiogram showed the perforation mostly subsided with a small amount of remaining leakage, so the balloon was re-inflated for an additional 5 minutes. The perforation showed to be closed. Echocardiogram showed a "very small effusion", however the physician was comfortable with the result. A catheter was put in to monitor ventricular function and pulmonary wedge pressure for 24 hours. Two unspecified stents were then placed proximally to open up the vessel, however, these were not near the treated lesion or perforation. The patient condition was reported as 'fine' following the procedure.

Manufacturer narrative:
As the unit has not been returned the complaint investigation site (cis) could not perform a technical analysis. The device history record of the device has been reviewed and no issues or discrepancies were found which could relate to this complaint. The device history record review confirms that this device met all material, assembly and performance specifications. Root cause is determined to be anticipated procedural complication.